Manufacturer narrative:
Manufacturer's report date: 06/06/2014. Internal file no.: (B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reports fluid residue on the outside of the tubing at the connection between the maxzero and the IV tubing. They feel the residue is dried IV fluid from a leak at the connection. It was currently unk if this is a common occurrence or an isolated incident. No pt harm or medical intervention was reported. No further pt/event info was provided.